Event description:
On (B)(6) 2017, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy began at an unspecified date and time during the 2 months prior to the alert date of (B)(6) 2017. During this time the patient obtained a blood glucose result of ¿157mg/dl¿ on the subject meter and a result of ¿110mg/dl¿ on another meter within 30 minutes. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient did not state what medication, if any, they take to manage their diabetes and did not state whether they had made any changes to their normal diabetes management regimen as a result of the alleged product issue. An unspecified period of time after the alleged product issue occurred the patient developed symptoms of ¿dizzy and disoriented¿; however, did not state whether they had required any form of treatment as a result of these symptoms. At the time of troubleshooting the cca noted the unit of measure was set correctly on the subject meter. The patient did not have control solution available to walk through a control solution test on the subject meter. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.